Event description:
As reported, the implant of the web was attempted to be detached after positioning properly in an aneurysm. The implant was not detached although the light on the web detachment controller (wdc2) turned green. Several attempts were made, but the implant was not detached and then the light on the wdc2 became red. The web, wdc2, and via catheter were replaced with new devices to continue the procedure. However, the 2nd web implant (unknown model & unknown lot ) was not detached immediately. As the pulling tension was being applied to the 2nd web, part of the implant was retracted into the via. Mechanical detachment occurred while it was placed within the aneurysm and the web was successfully implanted. The procedure was successfully completed with no patient health damage.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. The device was stated to be available for return to the manufacturer for evaluation but has not yet been received into the complaint ystem. The alleged non-detachment issue and incident as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
No further incident information was received, however the device was received and evaluated. Please see d10, h3, h6 and h11.

Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the investigation of the returned web system found the pusher kinked at the hypotube-to-connector junction, and the web implant separated from the pusher. The device passed continuity and resistance testing; furthermore, the heater coil showed signs of normal activation using a detachment controller. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher kink, but the damage is consistent with the device experiencing forces exceeding its yield strength. The detachment controller used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
No further incident information was received; however, the device evaluation findings were updated. Please see h11.

Manufacturer narrative:
Updated investigation conclusion. The investigation of the returned web system found the pusher kinked at the hypotube-to-connector junction, and the web implant separated from the pusher. The device passed continuity and resistance testing; furthermore, the heater coil showed signs of activation using a detachment controller. However, a hot spot was observed at the proximal end of the heater coil, indicating that the heater coil¿s forward and backward winds were touching during activation, which is consistent with detachment issues. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher kink, but the damage is consistent with the device experiencing forces exceeding its yield strength. The detachment controller used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint. The updated investigation information does not have any impact on the incident or data submitted on earlier reports. The h6 codes, other information and results stand as previously submitted.